Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Facility advised female part or plastic part of pin from emergency release is stripped out.